Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During installation of the device, the user reported the cardioplegia tracking on the monitor was blinking when powered on. The device was returned for investigation. Since the event occurred during installation of the device, there was no pt involvement during this event.